Event description:
It was reported that the device was programmed to 5.0 v, 1.0 ms to provide a safety margin to 3.0 v, 1.5 ms capture threholds on the left ventricular lead. After leaving the clinic, the patient developed phrenic nerve stimulation. The device was programmed tp 4.0 v, 1.5 ms with an av/pv delay change from 130/120 to 300/275. This resulted in a temporary state of no bi-ventricular pacing. The lead was later repositioned.